Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was poor barrier separation of the sample. Patient 1 of 2. The following information was provided by the initial reporter. The customer stated: "when the tube was spun all of the blood (red cells and plasma) spun under the gel." Additional information provided via customer's email: "I had a report from staff that pst lot 2259094 was having issues with spin down. When the tube was spun all of the blood (red cells and plasma) spun under the gel. The layers were separate however it was gel, plasma, red cells instead of plasma, gel, red cells. It happened to at least 2 patients, and they were both collected in this lot of tube. The tube number is 367962 and the centrifugation speed and time are 3500 rpm for 5 minutes."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was poor barrier separation of the sample. Patient 1 of 2. The following information was provided by the initial reporter. The customer stated: "when the tube was spun all of the blood (red cells and plasma) spun under the gel.". Additional information provided via customer's email: "I had a report from staff that pst lot 2259094 was having issues with spin down. When the tube was spun all of the blood (red cells and plasma) spun under the gel. The layers were separate however it was gel, plasma, red cells instead of plasma, gel, red cells. It happened to at least 2 patients, and they were both collected in this lot of tube. The tube number is 367962 and the centrifugation speed and time are 3500 rpm for 5 minutes.".

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-02-21. H.6. Investigation summary: bd received 10 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to poor barrier separation were observed. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to confirm the customer¿s indicated failure, poor barrier separation, because the defect was not evident in the testing of the complaint lot samples. All samples (customer returned and control lots) demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. H3 other text : see h.10.